Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette. Patient stated that she woke up to water being all over the floor due to the cassette leaking. Patient had no adverse effects and her effluent remained clear. Samples are not available; samples were discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identity potential lots of this product shipped to the customer three months of the date of the event. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.